Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution set leaked from the lower y-site just below the pump. The event occurred during patient infusion when the patient was walking to the restroom. Additionally, the event occurred "almost halfway through oxali infusion. The infusion was stopped immediately. Approximately 116mg/172mls remained in the device. Oxali was diluted with d5w for a total initial volume of 293ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.